Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that after the patient's stage two surgery the patient has been experiencing depression and crying a lot and the patient said they felt really funny. No further complications were reported or anticipated with this event. Follow up information received from the healthcare professional (hcp) reported that the patient was last seen on (B)(6) 2018. At that time, no depression was reported. The patient¿s next appointment was scheduled for (B)(6) 2018. There were no further complications reported or anticipated. The consumer reported they still had not received more education on recharging as they struggled with it. (Some days the connection was good and worked right away, and other days it took all day to charge).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that circumstances that led to the device taking all day to charge included the inability to position the antenna to get efficient charging. Steps taken to resolve the issue included asking their physician to locate a manufacturer representative and they met with them and helped them position the device. The issue is reported to be resolved.